Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient reported a red alert and has refractory celiac disease (rcd). A successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Latitude data was reviewed, there was no alert however, there was high out of range shock impedance measurement, measuring at 137 ohms in september 2022 and continues to be intermittently high. No adverse patient effects were reported. This right ventricular (rv) lead remains in-service.

Event description:
It was reported that this patient reported a red alert and has refractory celiac disease (rcd). A successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Latitude data was reviewed, there was no alert however, there was high out of range shock impedance measurement, measuring at 137 ohms in september 2022 and continues to be intermittently high. No adverse patient effects were reported. This right ventricular (rv) lead remains in-service.